Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of the event history log confirmed that no missed setting or other errors related to delivery failures were identified. Functional testing could not confirm the customer reported issue. The pump accuracy was within specification. The cause of the issue was not determined because there is no problem the pump accuracy, and it is not reproducible. No action was taken.

Event description:
It was reported that the device has poor accuracy. Per reporter, the fault occurred during inspection. There was no patient involvement.